Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc). Therefore omsc could not evaluate the referenced device. The lot number of the device was not identified. Manufacturing records for the past 6 month from the date of event are under investigation. After the review of manufacturing records, this report will be supplemented. The exact cause of this issue cannot be conclusively determined. Based on the characteristic of the device, it is known that the temperature of the distal end of the device is high after activation and it caused thermal damage by contacting the device with the tissue. The instruction manual of the subject device already states; warnings: the grasping section and probe tip become hot due to extended ultrasonic output. Do not let it come in contact with tissues other than the target tissue.

Event description:
The subject device was used during a uncertain laparoscopic procedure. The user found burn mark on colon. And the procedure was turned into abdominal surgery. It was reported that there is no irregularity about the device. Olympus gathered additional information, and it was found that the burn mark was caused by user mishandling. It was reported the burn mark was made when the user pressed the device against colon. No further information was reported.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2015-01388 to provide additional information. Olympus medical systems corp. (Omsc) received additional information about the subject device. Brand name was corrected. Model #, catalog # and lot # were corrected. The manufacturing record was reviewed with no irregularities.